Event description:
A medwatch report was received from the user facility dated 2004 and was received at kyphon 7 days later. The report states that pt with a known allergy to iodine dye was treated with t12 and l1 kyphoplasties in 2004. Optiray, an iodine based contrast material, was used to fill the inflatable bone tamps (ibt). During the procedure, the inflatable bone tamp broke while in the pt and the optiray released. The report does not state that the pt reacted to the contrast; however, because of their known allergy pt was "treated with medication to prevent reaction."